Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump black box showed multiple loss of power events. The battery cap was secured to the pump and the pump was exercised for 24 hours without interruptions. The pump performed within specifications during testing.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had no power. The patient did not allege any harm or injury because of the reported issue. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.